Manufacturer narrative:
Results: one customer sample from lot # 6125874 was received in a sealed package. The IV protector was off the IV needle loose in the package. Conclusion: the complaint was confirmed based on the customer sample returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6125874.

Event description:
It was reported that the bd vacutainer® safety-lok¿ bcs with pre-attached holder, 21g 7in tube was delivered with the IV needle shield loose inside the package. No injury or medical intervention.